Event description:
Complainant alleged that the emergency room clinicians were pacing a pt (age and gender unknown), but the pt's heart rhythm was not captured, and the device stopped pacing. The clinicians then obtained another device and continued to pace the pt. The complainant indicated that pt subsequently expired.